Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported a patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor exhibited missing electrograms and mismatched diagnostics between the alerts and diagnostics. Device reprogramming was discussed. No patient symptoms were reported.

Event description:
New information noted that the device was cleared of all diagnostics and episodes.